Event description:
The recipient is reportedly experiencing no response to stimulation. The recipient is still in the process of healing from implantation surgery and is presenting with suppuration from the wound. The recipient is receiving treatment.

Manufacturer narrative:
The recipient's infection has subsided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top cover and the large tubing of the electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted due to infection at the implant site. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.